Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies multiple times. Customer reported not seeing insulin exit the tubing during the loading process and after connecting to the infusion set site, the occlusion alarm occurred. After the last occlusion, pump system check identified blockage may be within cartridge. Customer's blood glucose was 486 mg/dl. Customer reverted to using an alternate method of insulin therapy.